Event description:
Port difficult to flush. Pt went to private md to have port removed in his office. When he opened the skin, he found that the catheter had dislodged from the port, deep into the inferior vena cava. Md could not retrieve it. Pt sent to the emergency dept and transferred to a tertiary care center.